Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Contact did not know how customer cleared the occlusion and contact did not know if customer's blood glucose was impacted.